Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults could be detected. It is unclear if a reportable event has happened or not. However, to be on the safe side we have decided to report this incident. Based on the information made available to us no further conclusion can be drawn. We have requested additional information on the procedure, the patient and the injury. We will provide a follow up report upon receipt of this information. Device not received.

Event description:
On (B)(6) 2016, we have been informed that a patient was injured during a surgical procedure. A monitoring dispersive electrode (model rs271a30) and an unknown generator were used. The initial reporter stated: "(...) A grounding pad was removed form a patient after the procedure and a large red welt was observed on the thigh of the patient where the grounding pad have been placed. The patient is inpatient". No information about the patient, the nature of the procedure, how the skin was prepared and if and how the injury was treated have been disclosed to us despite of repeated requests.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults could be detected. It is unclear if a reportable event has happened or not. However, to be on the safe side we have decided to report this incident. We have requested additional information on the procedure, the patient and the injury. Our distributor informed us on 08/02/2017 that they will not be able to provide further information. Based on the information made available to us no further conclusion can be drawn. We therefore close the investigation. Device not received.

Event description:
On june 29th, 2016, we have been informed that a patient was injured during a surgical procedure. A monitoring dispersive electrode (model rs271a30) and an unknown generator were used. The initial reporter stated: "a grounding pad was removed form a patient after the procedure and a large red welt was observed on the thigh of the patient where the grounding pad have been placed. The patient is inpatient". No information about the patient, the nature of the procedure, how the skin was prepared and if and how the injury was treated have been disclosed to us despite of repeated requests.